Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pain"), cervical polyp ("reproductive system disorder or condition type of disorder or condition: cervical polyp") and pelvic adhesions ("lysis of adhesions") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Concurrent conditions included depression, anxiety disorder, flu and vaginal itching. Concomitant products included sertraline (zoloft) for anxiety, vagisil for itch and antibiotics for vaginal discharge. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth"). In 2013, the patient experienced cervical polyp (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, uterine dilation and curettage, polypectomy), and lysis of adhesions). Essure was removed on (B)(6) 2012. At the time of the report, the salpingitis, pelvic pain, cervical polyp, pelvic adhesions, bacterial vulvovaginitis, allergy to metals, vaginal discharge, alopecia, dysgeusia and abdominal pain outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial vulvovaginitis, cervical polyp, dysgeusia, pelvic adhesions, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic salpingitis. Confirmed abdominal pain, pelvic adhesions,dysgeusia, allergy to metals. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters and reporter information added. Plaintiff demography added. Product indication added., events: bacterial vaginitis, cervical polyp, nickel allergy, vaginal discharge, hair loss, metallic taste in mouth, pelvic adhesions, abdominal pain, chronic salpingitis added. Concomitant and historical conditions added, concomitant diseases added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), pelvic pain ('pain'), cervical polyp ('reproductive system disorder or condition type of disorder or condition: cervical polyp') and pelvic adhesions ('lysis of adhesions') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Concurrent conditions included depression, anxiety disorder, flu and vaginal itching. Concomitant products included sertraline hydrochloride (zoloft) for anxiety, () for itch and antibiotics for vaginal discharge. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth"). In 2013, the patient experienced cervical polyp (seriousness criterion medically significant). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), allergy to metals ("nickel allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilation and curettage with polypectomy, laparoscopic bilateral salpingectomy, lysis of adhesions and to remove the essure implant, bilateral salpingectomy, uterine dilation and curettage, polypectomy). Essure was removed on (B)(6) 2012. At the time of the report, the salpingitis, cervical polyp, pelvic adhesions, bacterial vulvovaginitis, vaginal discharge, dysgeusia and abdominal pain outcome was unknown, the pelvic pain and allergy to metals had resolved and the alopecia was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial vulvovaginitis, cervical polyp, dysgeusia, pelvic adhesions, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic salpingitis. Confirmed abdominal pain, pelvic adhesions,dysgeusia, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received : outcome of events, " pain, metallic taste in mouth" were changed to "recovered/resolved". Outcome of events, "hair loss" were changed to "recovering/resolving". New reporter contact information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.